Event description:
It was reported that a red call doctor (rcd) icon was observed on this patients remote monitoring communicator. The patient noted that they had a device replacement procedure the day before. The patient was referred to the clinic to update the remote monitoring profile with the new device information. The remote monitoring profile was subsequently updated with the new device information. A review of the remote monitoring data indicates that since the patient is registered with the replacement device, the remote monitoring history for this pacemaker device can no longer be viewed. In addition, information indicates that there are no red alerts for the currently implanted device. Evidence is suggestive that the observed rcd icon is associated with this pacemaker device, but the cause of the rcd icon is unknown. No patient symptoms or adverse patient effects were reported.